Event description:
It was reported that during a cardiac ablation procedure the catheter/wire interface became stuck within the left veins. The wire was removed with encouragement and advancement of the sheath over the extended catheter, and upon removal, the non medtronic guidewire appeared straightened. A new wire was inserted while the catheter remained in the left atrium, and within minutes, an st segment change was noted, suggesting air embolism. An angiogram was performed and results were clear, with the st segment elevation self-resolving within 5-10 minutes. The procedure continued with the catheter and new wire, but the wire became jammed again in the right veins. The catheter and wire were replaced which resolved the issues. After the procedure, difficulty was encountered withdrawing the catheter from the sheath, and it was suggested to bag the sheath along with the wires and catheter. The procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 990045 product type: guidewire; product ID: 10fcc13 product type: sheath; product ID: 990045 product type: pv tracker - guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the first wire was device that was trapped. The second wire was also "sticky".